Event description:
Pt had the device placed on 03/17/99 at the hosp. Three hrs later, the pt's mother attempted to use an extension tube (a component of the kit) for a bolus feeding. The mother could not get the air out of the tube and claimed this caused the pt to vomit. The mother tried to use the other extension tube included in the kit and claimed nothing would pass through it. A temporary device was constructed to facilitate feeding until a replacement extension tube could be obtained as the pt required continuous and frequent feeding to manage the pt's metabolic condition. One pt involved.